Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient UDI# has been added to this report .

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure, the physician was unable to place the patient's lead due to scar tissue. It was noted the physician was unable to keep the lead posterior. The physician tried multiple angles and levels, as well as a coude needle. However, to no avail. Subsequently, the procedure was abandoned and no product was implanted.